Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported about a defective lens during procedure. The lens was implanted and removed. Additional information was provided stating that a 2-3mm long, deep scratch was noted in the mid periphery, with spooled acrylic stringy material attached. It was felt this would likely be visually significant, so it was decided to remove the iol. The iol was removed with the "twist and out" method.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The product was not returned for an evaluation. Information was provided by the customer that in the surgeon's opinion, the lens damage may be due to "user handling or bent inserter". The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).